Manufacturer narrative:
The device was received for evaluation. During functional testing, "door close error" was reproduced close error or door jammed when trying to close the door it does not latch. A review of event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be hooks were not properly adjusted and was worn out while performing the visual inspection. The hook requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a closed door error during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.